Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23 mm navitor valve was chosen for a valve in valve procedure. A 21 mm non-abbott valve was implanted in 2021. The patient's aortic valve angle (av angle from 3mensio) was 48. Due to aortic insufficiency, the patient underwent a valve-in-valve aortic valve replacement with a 23 mm navitor valve. A pre-implant balloon valvuloplasty done with a 20 mm non-abbott balloon and which was successful. After the release the valve migrated into aorta. At 80%, the implant depth was 6 mm and the implant depth at release prior to migration was 6 mm. The navitor valve was implanted in a good position. After implantation, the prosthesis began to embolize, gradually migrating upward. A post dilatation was performed with a 20 mm balloon to better anchor the prosthesis, which initially stabilized but then migrated slightly further. A new 23 mm navitor valve was chosen for implant. Before implanting the second valve, cracking was performed using 20 mm non-abbott balloon, followed by successful implantation of a second navitor 23. There was zero leak and a gradient of 7 mmhg. The patient left the procedure room in good condition.

Manufacturer narrative:
An event of off-label use and valve migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve migration could not be conclusively determined. The off-label use was due to a valve-in-valve procedure. The reported surgical and unexpected intervention were results of case-specific circumstances as post-bav was performed in attempt to stabilize the migrated valve and subsequently another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use, ¿contraindications: the valve is contraindicated for patients with any leaflet configuration other than tricuspid.¿

Event description:
N/a.